Event description:
It (tampon) didn't fully come out- vagina [foreign body in reproductive tract]. Felt uncomfortable- vagina [vulvovaginal discomfort]. Went to try and remove it and it didn't fully come out [complication of device removal] it (tampon) didn't fully come out [device breakage]. Case narrative: consumer reported via phone that the tampon didn't fully come out during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.